Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing and discolored pixels. Additionally, the pump touch screen was frozen on the main screen and customer was unable to interact with the pump touch screen. Reportedly, the issues occurred after customer fell on the pump. Customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.